Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported when using the bd pyxis¿ server reports failed to generate. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigating the actual device involved in the incident, it was determined that structured query language services were not running on the report server. A technical support specialist (tss) found event ID in the event viewer, indicating that must shut down in order to recover the database. It appeared that the structured query language database had not restarted afterward. The tss started the structured query language services, and the extract transform load process completed as expected. Confirmation was received from the pharmacy customer that the reports were working again. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ server reports failed to generate. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.